Manufacturer narrative:
A2 date of birth - updated. A3 gender - updated. B2 outcomes attributed to adverse event - updated. B3 date of death - updated. B5 - updated.

Event description:
It was reported that a myocardial infarction occurred. The patient was successfully implanted with a 23mm lotus edge valve. Four days post index procedure, the patient presented and was found to have a non-st-elevation myocardial infarction involving the inferior wall. The right coronary artery was found to not be filling as it should, so the physician suspected it was due to the lotus edge valve or native leaflet location post the valve implant procedure. No action was taken to treat and there were no further patient consequences reported. On 28 apr 2022, it was reported that the patient had died on (B)(6) 2020.

Event description:
It was reported that a myocardial infarction occurred. The patient was successfully implanted with a 23mm lotus edge valve. Four days post index procedure, the patient presented and was found to have a non-st-elevation myocardial infarction involving the inferior wall. The right coronary artery was found to not be filling as it should, so the physician suspected it was due to the lotus edge valve or native leaflet location post the valve implant procedure. No action was taken to treat the myocardial infarction and there were no further patient consequences reported.